Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described the affected product was not returned to cook medical, for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the 2-year complaint history for this product family was conducted. This type of report represents as an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: we were unable to conduct a full investigation because, the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use (IFU) for the evolution esophageal stent system indicate that stent migration is a potential complication. The endoscope is intended to be removed when the patient preparation steps have been completed. However, information provided indicated that following stent placement, a pediatric endoscope was advanced through the placed stent to confirm correct position. Use of an endoscope to confirm correct stent position is outside the guidelines of the instructions for use. Stent position and stent expansion should be confirmed fluoroscopically. Advancement of the endoscope into the stent may have contributed to stent migration. Due to a variety of clinical conditions such as pt anatomy and progression of the disease state, it was not possible to conclusively determine the cause of this complaint. However, we can conclude that the procedure was completed outside the guidelines of the IFU. The instructions for use warn the user that the stent is a permanent implant and is not intended to be removed. The instructions for use advice the user that attempts to remove the stent after placement may cause damage to the esophageal mucosa. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time as this complaint was unable to be verified. This observation did not impact the patient. The information in this complaint record does not suggest that if this were to happen again, it would be likely to cause or contribute to death or serious injury. The 2 year complaint history has been reviewed.

Event description:
During an esophageal stent replacement, the physician used a cook ireland evolution esophageal stent system. The stent was placed successfully in the esophagus. Following stent placement, a pediatric endoscope was advanced through the placed stent to confirm correct position (the stent was not dislodged by the endoscope). Two days following stent replacement, the stent migrated into the stomach. The stent was removed endoscopically from the patient and another stent (non-cook stent) was placed. This non-cook stent has since migrated also. It could not be confirmed whether or not this was due to patient condition. Other than what is described above, no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.